Event description:
The patient's family member called lifescan and alleged that their spouse's meter was prompting a not ok message. Medical affairs spoke to the patient's family member and obtained/verified the following information. The meter issue had been occurring internittentlyfor about one month. One the day of the event, the patient was not feeling well. They attempted to test but were unable to obtain a result on their meter. They were taken to the emergency room and their blood glucose was tested; the result on the hospital meter was 170 mg/dl. The patient was treated with their oral medication and was given medications for other health conditions. They were released after treatment. This complaint is being reported as a malfunction because the meter issue was not resolved with troubleshooting and there is no indication of a serious injury ( the result obtained at the hospital meter does not reflect a serious injury). A replacement meter has been sent.